Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. A receiver log was downloaded and reviewed, no errors related to complaint found. A manual test was performed and speaker sounded. The device was opened for further evaluation and moisture damage was found. The reported event of no audio output was confirmed. The root cause was determined to be moisture damage.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the first follow up submission,the device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The receiver case was open for internal inspection and failed due to moisture damage indicator active. The root cause for no audio output could not be determined because of moisture damaged. The reported event of no audio output was undetermined a root cause could not be determined.